Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.